Manufacturer narrative:
Corrected data d1: brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the bilateral posterior bra fat area using a coolcore applicator, to the bilateral lower and middle flanks using the coolcurve applicator, to the submental area using an unknown applicator, on (B)(6) 2017 to the upper left posterior bra fat area using the coolcurve applicator, and on (B)(6) 2017 to the bilateral upper flanks/upper back using a coolcurve applicator who developed paradoxical hyperplasia (pah/ph) to the upper back, flanks and bra fat diagnosed three months after treatment.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the bilateral posterior bra fat area using a coolcore applicator, to the bilateral lower and middle flanks using the coolcurve applicator, to the submental area using an unknown applicator, on (B)(6) 2017 to the upper left posterior bra fat area using the coolcurve applicator, and on (B)(6) 2017 to the bilateral upper flanks/upper back using a coolcurve applicator who developed paradoxical hyperplasia (pah/ph) to the upper back, flanks and bra fat diagnosed three months after treatment.